Event description:
It was reported from the (B)(4) study that the patient had diaphragmatic stimulation with intermittent abdominal discomfort. Therefore, the left ventricular (lv) output was decreased and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.